Event description:
The customer initially reported that their device was showing its charge-pak and attention icons, but still had power. After an initial evaluation by physio-control, it was observed that the device did not have enough power to charge and deliver defibrilation energy.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio did observe that the device did not have enough power to charge and deliver defibrillation energy; however was unable to determine the cause of the reported failure.the customer received a replacement device.